Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/22/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that there was a rectal wall infiltration upon the hydrogel injection. The placement was difficult, possibly due to prior radiation causing fibrosis and subsequent MRI revealed that the hydrogel was located entirely within the anterior rectal wall. It was determined that the prior radiation likely caused fibrosis, which contributed to the misplacement of the gel. A sigmoidoscopy was performed and there was a significant ulceration of the rectal wall with necrosis and pending fistula. A necrotic rectal mucosa was observed.